Event description:
Patient has experienced an increase in seizure activity over the past couple of weeks and that device diagnostic testing performed at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The patient had not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of chest and neck x-rays by radiologist did not reveal any obvious discontinuties in the vns therapy system. Revision surgery is planned due to suspected lead break. The pateint had undergone generator replacement surgery approximately 4 months earlier due to high lead impedance test result during device diagnostic testing along with an increase in seizure activity. Based on known device settings, it is believed that approaching generator battery end of life was the cause of the high lead impedance test result prior to generator replacement surgery. Intraoperative device diagnostic testing during generator replacement surgery was performed after the replacement generator was connected to the original lead and was within normal limits, indicating proper device function at that time.